Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported an issue with the touch screen on their abbott diabetes care device. The product was returned and investigated for the touch screen issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader and no damage was observed. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable testing was passed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks was observed. An extended investigation was performed. The reader and charging cable were investigated and burn marks were observed on u13 on the reader. Reader log was not able to be extracted during the investigation process and therefore was not able to be reviewed. The device was brought to a lab bench for testing. The returned battery was measured to be within the required specification. The reader did not power on with a button press, test strip or charging cable. A thermal camera was used to review the reader¿s temperature when the reader was attempted to be powered on while charging. Hot spots were observed on u13, u5, and u9. Voltage was observed on the pa9_vbus line when the device was not charging. This indicates there was damage on the pa9 pin of the cpu. It was determined that this issue was caused by the customer using a non-abbott provided usb adapter. Continuity test was performed on the returned charging cable and the test was passed with no issues observed. The issue of a reader being too hot to hold was observed. Burn marks were observed on the pcba. The investigation of the device determined the device had been put through electrical overstress from the use of an incorrect usb adapter. This resulted in faulty/damaged components and hot spots. This issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported an issue with the touch screen on their abbott diabetes care device. The product was returned and investigated for the touch screen issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.